Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following obtained: please provide the account / facility name for this complaint.: johnson & johnson kk head office. This issue was found during a demonstration. Please provide the sales representative's contact information.: no further information is available. No further information will be provided.

Event description:
It was reported from the analysis of the returned product that during the visual assessment of the needle-suture, it was noted that the distance of the suture from the needle to the beginning of the barb segment is greater than specification. It was reported by a sales rep that, the distance from the needle to the starting point of the suture notch was abnormally long. While one side had a part without a notch of about 3 cm, the other side had a part without a notch of about 8 cm. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account / facility name for this complaint. Please provide the sales representative's contact information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle suture combination that pertain to product code sxpp2b101. The product code is double armed. During the visual assessment of the needle-suture, it was noted that in one extreme of suture the distance from the needle to the beginning of the barb segment is greater than specification. The distance from needle to barb segment was measured in order to confirm the length and did not meet the specification requirement in sample. Also, the needle was examined, and no anomalies or issues related to needle appearance were noted during evaluation. Based on the information currently available, the barb segment length out of specification issue was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.